Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the bronchovideoscope had lines on the screen. This was noted on initial set up after unboxing the device. There were no reports of patient involvement.